Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.